Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost power and was unable to boot. The field service engineer (fse) identified that the station failed to launch was caused by defective drawer. After completing setup of the replacement drawer, the customer tested access to various medications with no issues or failures observed. Escort logged into the application and successfully inventoried multiple medications located in the previously failed storage space. No further problems or failures were reported at that time. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had lost power and was unable to boot. Customer tried to power cycle, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.